Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the valve to the IV would not push saline through. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that the ll vlv adpt(stand alone) wouldn't push saline through due to flow issues/blockage. The following information was provided by the initial reporter: "I was called by the ER today regarding product 2000e (needle-free valve). The ER has had multiple of instances when attaching the valve to the IV, they are not able to push saline through. The IV was patent and they were able to reproduce at the sink with the valve."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ll vlv adpt(stand alone) wouldn't push saline through due to flow issues/blockage. The following information was provided by the initial reporter: "I was called by the ER today regarding product 2000e (needle-free valve). The ER has had multiple of instances when attaching the valve to the IV, they are not able to push saline through. The IV was patent and they were able to reproduce at the sink with the valve."